Event description:
It was reported to boston scientific corporation that a spaceoar vue device was to be use during a spaceoar vue placement procedure on (B)(6) 2024. Upon opening the kit, the accelerator syringe had what appeared to be crystallized liquid on the bottom. It was later reported that the hospital had stored the kit in the fridge. It was also noted that the crystal floated and moved when tipped syringe up and down, in addition the crystal did not dissolve after several hours at room temperature. Therefore, foreign material was suspected. The device was discarded by the facility, and the procedure was completed with another device.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event device contamination with chemical or other material.

Manufacturer narrative:
Correction: block h6 conclusion code has been updated to cause not established. Block h6: imdrf device code a180104 captures the reportable event device contamination with chemical or other material. Block h11: additional information: block b5 event description.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was to be use during a spaceoar vue placement procedure on (B)(6) 2024. Upon opening the kit, the accelerator syringe had what appeared to be crystallized liquid on the bottom. It was later reported that the hospital had stored the kit in the fridge. It was also noted that the crystal floated and moved when tipped syringe up and down, in addition the crystal did not dissolve after several hours at room temperature. Therefore, foreign material was suspected. The device was discarded by the facility, and the procedure was completed with another device. ***additional information on may 08, 2024*** the additional information received indicated the device was in the fridge several days. The device was sitting for approximately two hours. It was noted that it was a clump of the accelerator and never dissolved.